Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope exhibited a pin hole in the sheath. The issue is unknown as to when it occurred for an unspecified diagnostic procedure. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the perforation of the bending section cover was likely caused by physical stress, however, a root cause could not be specified. User can detect the suggested event by handling device in accordance with the following IFU. Operation manual: preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories)_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with both the venting connector and the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. User may prevent the suggested event by handling device in accordance with the following IFU. Operation manual_ important information ¿ please read before use_ warnings and cautions do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.